Manufacturer narrative:
Production documentation was checked. No abnormalities found. Reference samples were checked. No defects detected. The defective samples was discarded and therefore not evaluated. The only information received is a picture indicating that the place of leakage on the cylinder was under the barcode label. Based on available data the root cause for this particular complaint could not be established.

Event description:
According to the complaint, the customer experienced blood spillage from a safepico and blood got on the chest part of the blouse. A rift was detected during the purge on the syringe. The customer was wearing gloves when the incident occur.